Manufacturer narrative:
(B)(4). The customer reported to have replaced the touchframe printed circuit board ( pcb). Covidien was only authorized to update the software to the current level. The ventilator passed all testing.

Event description:
It was reported that the 840 ventilator screen was unresponsive. There was no patient connected to the device.